Event description:
Dialyzer failed preprocessing on drs-4. Failure was due to fiber leak.

Manufacturer narrative:
The factory examined the returned unit and confirmed the leak. The unit was disassembled and fibers in the center of the bundle were damaged. Defects of this kind would have been detected during mfg leak testing. Possibly the preprocessing materials or excessive pressure applied during preprocessing could have damaged the fiber.